Event description:
Same case as:2134265-2014-05202. It was reported that a rota wire fracture occurred. A 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 330cm rotawire¿ and wireclip¿ torquer and a rotablator burr were used to treat the target lesion. During procedure, a part of the wire was detached and migrated into the pericardium which caused cardiac tamponade. The patient was transferred to another hospital where thoracotomy surgery was performed to withdraw the fractured wire and heart bypass surgery was then performed. The fractured wire was successfully removed. The patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).